Manufacturer narrative:
Per technical support to the field service rep (fsr): "it sounds like the membrane panel or one of the display boards may be shorted. You can ohm the membrane panel for shorts after disconnecting it from the boards. If it is not either the membrane panels or display boards, it could be the computer card."

Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist (ccp) was sanitizing the cooler heater unit last evening. The unit worked at first and ten minutes later, he was unable to make any mode selections on the control panel. The ccp said even the cardioplegia selections would not work. There was no pt involvement.